Manufacturer narrative:
Other applicable components are: product ID 8709sc, lot# h819113611, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving sufentanil (concentration 400 mcg/ml, dose 191 mcg/day) and fentanyl (concentration 1150 mcg/ml, dose 550 mcg/day) via an implantable pump for non malignant pain. The patient had dye study performed by the managing doctor on an unknown date without the knowledge of the manufacturer. Apparently no dye was visualized in the spine, so he was referred for a catheter revision. There were no symptoms mentioned. The case was posted as a routine pump replacement, so the manufacturing representative did not find out it was a revision until when he arrived at the facility for the case on (B)(6) 2016. There were no known factors that may have led or contributed to the issue. The patient received a new catheter, the pump was prophylactically replaced. The explanted catheter was discarded. At the time of this report, the issue was resolved, patient status was "alive - no injury".

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.